Event description:
Monopolar cord sparked during procedure, at machine end, no harm. Cables are reusable, cleaned and processed after each use. Cables typically fracture at either end near the strain relief. This one occurred at the machine end.